Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that for the past two years, the self-adhesive of the infusion sets were not sticking well enough. It was alleged that this has occurred with several different boxes and lot numbers. The caller alleged that the adhesive was defective. The lot numbers were not provided. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.